Event description:
The manufacturer received information alleging a ventilator was diaplaying a frequent "check circuit" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was displaying a frequent "check circuit" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue. The air inlet path assembly was returned to the manufacturer for evaluation and the product investigation laboratory was able to confirm evidence of loose foam. The foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulate. Sections d9, g3, h3, and h6 were missed to capture in the previous report; they have been updated and corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was displaying a frequent "check circuit" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet path assembly needs to be replaced to address the issue. The air inlet path assembly was returned to the manufacturer for evaluation and the product investigation laboratory was able to confirm evidence of loose foam. The foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulate.